Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump screen was dimmimg or flickering and battery compartment threading was stripped. Customer stated that the priming or rewinding taked longer and had grinding noise during rewind. Customer stated that they had changed batteries in less than 7 days and had rejected new temperature batteries. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within spec and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Device primed properly. No unexpected rewind/ grinding noise anomalies noted. No unexpected failed battery alarm anomalies noted. No unexpected low battery alarm anomalies noted. No unexpected backlight anomalies noted. Device received with broken battery tube threads and broken reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).